Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited high capture thresholds. The atrial lead was not used and replaced. The patient was in stable condition.